Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis was performed which identified crease fold, wear abrasion, many openings on the shell, non-penetrating nicks, and yellow particles on inner surface of device. Leak test was performed which identified many openings on shell. A microscopic analysis was performed which identified a striated edge opening on anterior side, one punctured opening on anterior and posterior, non-penetrating nicks consistent in the use of some surgical tool. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: a striated edge opening on anterior side due to surgical damage, non-penetrating striated due surgical tool scratch like and a puncture opening on anterior, posterior side due to surgical damage. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: capsular contracture ¿ patients should be advised that capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. Capsular contracture occurs more commonly in revision patients than in primary augmentation or reconstruction patients. Capsular contracture is also a risk factor for implant deflation, and it is one of the most common reasons for reoperation. Patients should also be advised that additional surgery may be needed in cases where pain and/or firmness are severe. This surgery ranges from removal of the implant capsule tissue to removal and possible replacement of the implant itself. This surgery may result in loss of breast tissue. Capsular contracture may happen again after these additional surgeries. Capsular contracture may increase the risk of deflation.

Event description:
Health professional reported right side "[saline implant was] found overfilled and with some milky fluid inside the implant," pain, and hardness." Healthcare professional additionally reported capsular contracture baker grade iii, calcification, and "cheesy contents" on the shell of the device. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "milky fluid inside the implant" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Additional complications ¿ after breast implant surgery the following may occur and/or persist, with varying intensity and/or for a varying length of time: hematoma/seroma, implant extrusion, necrosis, delayed wound healing, and breast tissue atrophy/chest wall deformity. Calcium deposits can form in the tissue capsule surrounding the implant with symptoms that may include pain and firmness. Lymphadenopathy has also been reported in some women with implants.

Event description:
Health professional reported right side "[saline implant was] found overfilled and with some milky fluid inside the implant," pain, and hardness." Device has been explanted.